Event description:
Caller reported malfunction 199, indicating a pump malfunction. There was no adverse impact to the customer¿s blood glucose level. Cts replaced the pump, provided storage mode instructions, and instructed the customer on how to return the malfunctioning pump.